Manufacturer narrative:
Patient weight not available. The gore® cardioform septal occluder instructions for use state in the section ¿potential device ¿ or procedure-related adverse events¿ adverse events associated with the use of the occluder may include, but are not limited to: perforation or damage of a cardiovascular structure by the device. Significant pleural or pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician was implanting a 30mm gore® cardioform septal occluder to close a patent foramen ovale (pfo). The pfo was crossed with a guidewire and the device was advanced and deployed. The device was locked and released. Before the patient left the cath lab, on echocardiography, a pericardial effusion was noted. A pericardiocentesis was performed. The patient was taken to surgery to find and repair the perforation and close the pfo. It was noted during the surgical repair that the effusion was noted to originate from the upper left atrium, near the transverse sinus. The patient was doing well following the procedure.